Manufacturer narrative:
A review of the customer's data indicated that the low positive control (lpc) exhibited a negative trend below the mean, particularly for two replicates of the ln-09 sample. Additionally, the positive control lot used by the customer demonstrated a late to failing internal control, trending with later cycle threshold (CT) values. These observations are consistent with the inherent variability of pcr processes, which can be influenced by multiple factors, including sample quality, instrument calibration, reagent handling, and environmental conditions. The positive control lot used by the customer ((B)(6)) demonstrated a late to failing internal control (trending with later CT values). However, there is a fix in place to show the low calibrator titer reassignment is feasible and optimal. The customer was advised to assess sample quality, instrument calibration and maintenance, control and panel storage and handling, and environmental factors as part of their troubleshooting efforts.

Event description:
The customer questioned lower trending during use of the cobas hcv assay. A customer, performing linearity and calibration on external panels generated results that6 were not in line with expectations.